Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, correct the lot number, and update sections. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for loose teflon pad. The teflon pad was found deformed, partially detached from the device and split, exposing metal underneath the pad.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a salpingectomy procedure, the teflon pad loosened from the rest of the device. The problem was noticed when the device stopped activating. There was no other reported damage to the device. There was no reported patient injury, and no report of the teflon pad or other device fragment falling into the patient. The procedure was completed using another tb-0535fc device.